Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the main case tamper seal was punctured, the plunger case tamper seal was removed, the top case was broken at both front corners, the bottom case was cracked at the l-bracket mounting surface, the right plunger case was broken at the top surface and the left plunger case alignment prongs were broken off. Functional testing involved a 300 ml/hr plunger travel and flow accuracy test and showed the device to be within manufacturing specification. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical medfusion 3500 pump gave flow rate error. No adverse effects reported.